Event description:
It was reported that the procedure was being performed in the emergency dept. During insertion, while threading the catheter over the guide wire, the wire became kinked. As a result, a new wire was used to complete the procedure. There was no delay in treatment and no patient death or complications reported.

Manufacturer narrative:
(B)(4). A sample will not be returned for evaluation.